Event description:
It was reported that this device could not be interrogated. The patient had heard beeping from the device a few years ago. A magnet application could not induce beeping from the device. The device has been implanted more than nine years. The doctor elected to explant and replace the device. A new pulse generator was implanted successfully. There were no additional adverse patient effects.